Manufacturer narrative:
Device passed the functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected low reservoir alarm noted during testing. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they have changed the reservoir twice but the insulin keeps showing up as low. Blood glucose level at the time of the call was 201 mg/dl. Customer stated they have replaced the reservoir few times and completed the rewind process but the insulin vial is still low and the device was not detecting the reservoir. The insulin pump will be returned for analysis.